Event description:
It was reported that during a procedure for a broken femur, while the surgeon was inserting elastic nails the silver pins that go through the ratcheting handles were backing out. The procedure was completed successfully and the pt was unharmed. This is 2 of 2 reports for the same event.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The sample was returned and visual inspection noted the fixations pins of both handles displaced. Measurement of the pin and pin hole were found within specification. We can only assume that high temperature cycles during reprocessing in combination with any vibrations caused the malfunction. We are not aware of any other complaint with a similar occurrence regarding to this article. A review of the device history record did not reveal any issues that could have contributed to the reported event.